Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert during a breakfast bolus, cleared it, then received another occlusion alert later and was advised to perform a complete infusion set and supply change, which resolved the issue; the event involved an infusion set (inset 23 inch) and was managed through troubleshooting and replacement supplies. Symptoms included no reported abnormal blood glucose or clinical effects. Outcomes included no reported injury, no medical intervention beyond supply replacement, and continued therapy. Investigation included user interview, review of device-use history, and assessment of infusion set function and insulin delivery pathway. Investigation of this case revealed a probable flow restriction consistent with an infusion set occlusion that was only resolved after replacing the infusion set and supplies. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion consistent with use-related or site-related factors.